Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while using the bending cutting pliers to cut an unknown material pre-operatively on an unknown date, a component of the instrument fell out. There was no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: our investigation shows that a carbide insert of the wire cutter is fallen out. The visual inspection has shown some nicks on surface of the flank and on the cutter tip surface wear marks .the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of this occurrence as no detailed clinical information is provided and not all involved parts were available (carbide insert missing). It is likely that a mechanical overload situation during use lead to the complained issue. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.